Event description:
The recipient is reportedly experiencing sound quality issues and electrode extrusion. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. This is not believed to be related to the return reason. The no lock condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, lock could not be obtained due to electrostatic discharge (esd) damage induced. This is not believed to be related to the return reason.

Event description:
The recipient is reportedly experiencing sound quality issues and electrode extrusion. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. Reimplantation surgery is reportedly scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly reimplanted with another advanced bionics cochlear device. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly reimplanted and activated. This is the final report.